Manufacturer narrative:
Follow up #1 date of submission (B)(6) 2011. The pump was returned to animas and evaluated on (B)(6) 2011. The pump was exercised and delivered insulin accurately. Review of the pump history demonstrated that the daily insulin delivery totals correctly reflected the user's programmed basal rates. No defect was found during evaluation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that her blood glucose (bg) was 300mg/dl with increased thirst and urination. The patient treated herself with an insulin injection and her bg went down to 175mg/dl. The patient called back the following morning to report that her bg was at 442mg/dl. Troubleshooting indicated that the total daily dose was accurate. Customer support determined there were no malfunctions with the pump. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.